Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a field service engineer (fse) arrived at the machine and performed multiple tests in an attempt to reproduce a failure, as no active issue was present at the time of inspection. The fse was unable to identify any failure or perform repair validation. The fse coordinated with pharmacy staff to inventory multiple medications across tower doors to attempt to trigger a failure; however, no issue occurred after several attempts. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door would not open to access medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care.however, there were no adverse events or injuries reported based on this event.